Event description:
According to the reporter: the patient has developed a necrotic area around the site where the staple is applied. The stapler was used to fix a split thickness skin graft. Numerous staples have been applied to fix the graft and to fix the dressing to the graft site. The necrotic area is first evident three days after surgery when the dressings are removed for the first time. Necrotic site on left leg patient focused resolution of events and outcomes corrective action taken relevant to the care of the patient: patient outcome: patient is still being monitored.

Manufacturer narrative:
(B)(4).